Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that leak was present in top of the reservoir. Blood glucose was 84 mg/dl. Troubleshooting was performed. Advised the product will need to be replaced. The product will be returned for analysis.